Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false atrial fibrillation episodes due to p-waves being intermittently oversensed, was observed via remote transmission. Programming changes were made and the patient had no symptoms that required further follow ups.